Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 31. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2021, non-osseointegration was verified. Patient presented with fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.